Event description:
Ous MDR - after an implantation rime of about 3 weeks, it was reported that the patient came to the clinic with stomach ache and diaphragm twitching. Twiddler syndrome was diagnosed. A lead dislodgement was also suspected. The patient left the clinic as per his request and was re-admitted in-house on (B)(6) 2014 for the planned lead revision. Aside from the symptoms mentioned in the complaint description, no deterioration of the patient's state of health was reported. Biotronik currently has no further details regarding this revision. If we should receive more information, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.